Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient left the manufacturer representative a voicemail that morning reporting that the patient was getting burning at the implantable neurostimulator (ins) site. The manufacturer representative asked patient services if it could be a fluid short or if the burning would still occur even if the ins was off. The manufacturer representative stated that the patient asked "if it is normal you can move the battery around." The manufacturer representative did not know if the patient was having any other issues or if the burning happened all the time or just when charging. This had been occurring the last 2 weeks. The manufacturer representative requested information about compatibility regarding diagnostic ultrasound to diagnose the suspected fluid short. It was reported that the manufacturer representative would be seeing the patient on (B)(6) 2016 in the office. Additional information received from the manufacturer representative after the appointment reported that the cause was not officially determined; however, the patient stated that they fell a lot. The patient was very active and did not want to slow down. Impedance levels were tested and all were in normal range. The health care professional (hcp) physically inspected the wound rite and ran a battery of tests to visualize the device and the surrounding tissue. The wound site looked good. Th hcp did say that it appeared as though the device was also intact; however, noted that a little fluid was around the battery. The hcp suspected a fluid short based on the troubleshooting sheet. It was attempted to duplicate the reported issue in the clinic but the manufacturer representative and hcp were unsuccessful in having the symptoms resolved on its own. The hcp asked the patient to run the device as normal and report back as needed. The hcp also told the patient that if the issue still exists, surgery may be needed to clear the leads and re-secure the battery if any sutures may have broken free. At this time, the issue had been resolved but future intervention may be warranted if the symptoms persist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.